Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure the physician experienced resistance while advancing the cat6 through a non-penumbra sheath; therefore, the cat6 and the sheath were removed. The physician noticed minor compression on the cat6 and, therefore, the procedure was completed using a new cat6 and a non-penumbra sheath with a larger hub diameter and different valve. There was no report of an adverse effect to the patient.